Event description:
During device preparation for an implant procedure, the device went into backup vvi mode during a software update. The device was replaced to resolve the event. The device never had any contact with the patient and the patient was stable.

Manufacturer narrative:
The device was returned for evaluation in normal mode of operation. Analysis of device image indicated that a reset error alert had occurred due to the wrong product code being loaded onto the device during cyber security upgrade. Analysis performed after reloading the correct product code indicated normal device characteristics and reset could not be reproduced during lab testing.